Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right ptfe graft using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician completed two passes using the cat7 and removed clot from the target vessel successfully. The physician fractured the cat7 mid-shaft outside of the sheath and used forceps to pull the remaining portion of the cat7 out of the patient. The physician performed an angiogram and confirmed that the treatment zone was clear. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Note: this event was inadvertently reported. Although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious injury or death. Therefore, this is not considered a reportable event. H3 other text : placeholder.